Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
A surgeon has reported that the patient minimally invasive custom distal femur replacement implant has collapsed.

Manufacturer narrative:
A custom c collar was provided and successfully implanted with no complications reported. A definitive root cause for the reported complaint has not been determined. However, this event is likely attributable to an insufficient tightening of the locking screw during the initial implant, or during a lengthening procedure. Note: this report was submitted in error as the distal femur minimally invasive grower device is not marketed, nor similar to any device marketed in the us.

Event description:
A surgeon has reported that the patient's minimally invasive custom distal femur replacement implant has collapsed. (B)(4).